Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for no n-malignant pain. It was reported that the patient was having longer charging increments. Factors that may have contributed to the issue were impedance issues. Impedances were checked and electrode 8 was greater than 10,000 ohms (high impedance), and 9, 10, 14 and 15 there was a possible short. The patient was reprogrammed and the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2019-jun-12 reporting that the cause was unknown. They programmed around the electrodes with the high impedance values. No further complications were reported.